Manufacturer narrative:
Additional info: b.3.

Event description:
It was reported that the tubing leaked while priming with normal saline in the cath lab. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Discarded by customer.

Event description:
It was reported that the tubing leaked while priming with normal saline in the cath lab. There was no patient involvement.